Manufacturer narrative:
Omsc performed the following for the subject otv-s190 under each state of high degree (40c), low degree (10c), and low voltage (90 v). The error message b30 was not displayed. -it was repeated 50 times that omsc connected the scope connecter to the subject otv-s190 after the subject otv-s190 was turned on. The scope connecter was curled while the subject otv-s190 was turned on. The impact was applied to the subject otv-s190 while the subject otv-s190 was turned on. Omsc checked the inside of the subject otv-s190 and the following was found. There were not foreign materials (e. G. Moisture) adhered to the scope connecter socket. There was no adhesion of the dust. Omsc could not identify the root cause because there was no abnormality in the subject otv-s190. Omsc surmised that this phenomenon might have been occurred by the following. The abnormality was occurred in the signal between the subject otv-s190 and the scope temporarily because the foreign materials (e. G. Moisture) adhered to the electrical terminal on the scope connecter. The abnormality was occurred in the operation of the ap circuit board in the subject otv-s190 temporarily because the ap circuit board was influenced by noise (e. G. Static electricity) and/or over 4 years of use. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp.(omsc) for the evaluation. Omsc performed the following and confirmed the error code b30 was not displayed. It was repeated 50 times that the subject otv-s190 was inserted the scope connector and turned on. With the subject otv-s190 was turned on, the scope connector inserted to the subject otv-s190 was twisted. With the subject otv-s190 was turned on, the impact was applied to the subject otv-s190. Omsc continues to investigate this event. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
The subject device will be returned to olympus medical systems corp. (Omsc), however the subject device has not be returned yet. The otv-s190 instruction manuals state the corresponding method when there is an abnormality in the endoscopic image. Omsc is investigating about this event. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic colon resection, the endoscopic image was disappeared and the subject device displayed the error code (b30). B30 means that communication errors with endoscope occur. The user replaced the endoscope (ltf-s190-5) and the endoscopic system included the subject device with spare devices. The user completed the procedure. There was no report of the patient's injury regarding this event.